Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: did the device cut? No. Did the device staple? No. Did the reload fall into the patient? Yes ¿ (B)(4) removal. How was the patient impacted? Extended time whoever did not affect the pt. What was the procedure? Lap app. How was the procedure completed? Another device. Were there any patient consequences? No. What was the lot number for the device? Asku. What was the lot number for the reload? Asku. On what tissue type was the device used? Below the appendix, rather large appendix- 11cm. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis showed that the device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The retention feature of the reload was noted to be in good condition. No evidence of long loading was found. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the load fell out and the second load jammed. No other details are available.